Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v842532, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there were telemetry issues with the implantable neurostimulator (ins) and patient programmer since (B)(6) 2014. The health care provider (hcp) was seeing the poor communication screen with the patient programmer and received the unable to communicate message on the clinician programmer. The ins felt pretty deep and they were pressing pretty hard, but were unable to establish communication. The patient had a loss of therapeutic effect in (B)(6) 2015 and had been experiencing urgency and frequency. The patient had not had any falls or trauma. The patient never had a follow-up appointment, so the hcp did not have any past readings from their battery voltage. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.